Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure of an upper arm fistula, the pta balloon allegedly ruptured at 24 atm after multiple inflation attempts. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found peeled pebax, and fiber disturbance on the distal cone of the balloon. The balloon was inflated, and water was seen exiting the device from a longitudinal rupture on the distal end of the balloon. Therefore, the investigation is confirmed for peeled pebax, fiber disturbance, and for a longitudinal rupture. The root cause for the reported or identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported during an angioplasty procedure of an upper arm fistula, the pta balloon allegedly ruptured at 24 atm after multiple inflation attempts. The balloon was removed in its entirety through the sheath without difficulty. There was no reported detachment of balloon material nor any vessel damage. The procedure was completed with another balloon. There was no reported patient injury.